Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: residue found on handpiece and the tube. Probable root cause: manufacturing/assembly error, incorrect or inadequate packaging, severe shipping conditions, user error in not properly inspecting unit prior to use. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a foreign body inside of the sterile packaging.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that there was a foreign body inside of the sterile packaging.